Event description:
It was reported that there was an issue with the touchscreen not responding to finger touches. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to ensure the pump screen and hands were clean and dry, and to perform a series of tests, which initially failed. After resetting the pump, the tests were repeated and passed successfully, resolving the issue. Cts decided to replace pump. The customer continued to use current pump.